Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels between 400 and 500 mg/dl. No troubleshooting was performed because the battery needs to be replaced on the insulin pump. The customer was not present during phone call. Nothing further was reported.